Event description:
Reportedly, on (B)(4) 2014, a routine pacemaker check showed that lead impedance was > 3000 ohm with no ventricular capture and no ventricular sensing. On (B)(6) the patient was reviewed for a ventricular lead repositioning. The surgeon unplugged the ventricular lead from the header (no tug test was performed). The ventricular lead was not repositioned. The ventricular lead was then connected to the analyzer and the ventricular lead tested well. The surgeon suspected something was wrong with the header of the pacemaker which was replaced. It will be returned for analysis. It was reported also that clinicians noticed on (B)(6) 2014 x-ray that the implanted device was rotated 90 degrees when compared to the (B)(6) 2013 x-ray. Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, on (B)(6) 2014, a routine pacemaker check showed that lead impedance was > 3000 ohm with no ventricular capture and no ventricular sensing. On (B)(6), the patient was reviewed for a ventricular lead repositioning. The surgeon unplugged the ventricular lead from the header (no tug test was performed). The ventricular lead was not repositioned. The ventricular lead was then connected to the analyzer and the ventricular lead tested well. The surgeon suspected something was wrong with the header of the pacemaker which was replaced. It will be returned for analysis. It was reported also that clinicians noticed on january 2014 x-ray that the implanted device was rotated 90 degrees when compared to the november 2013 x-ray. Preliminary analysis of the returned device did not reveal any anomaly.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6), 2014, a routine pacemaker check showed that lead impedance was > 3000 ohm with no ventricular capture and no ventricular sensing. On (B)(6), the patient was reviewed for a ventricular lead repositioning. The surgeon unplugged the ventricular lead from the header (no tug test was performed). The ventricular lead was not repositioned. The ventricular lead was then connected to the analyzer and the ventricular lead tested well. The surgeon suspected something was wrong with the header of the pacemaker which was replaced. It will be returned for analysis. It was reported also that clinicians noticed on (B)(6) 2014 x-ray that the implanted device was rotated 90 degrees when compared to the (B)(6) 2013 x-ray. Preliminary analysis of the returned device did not reveal any anomaly.